Manufacturer narrative:
E1: initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse properly (no flow) over a 24 hour period. This issue occurred during patient infusion. The device was filled with cefazolin (aft) 8000mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.